Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: type of service: warranty. Service category: diagnosis. Description of problem: the computer restarts itself. Work done: it is reported from the service that the equipment restarts only after a while of use, leaving no video signal during the procedures. The client mentions what has happened several times in the last 8 days. Review is carried out, no news is found in the ports or in the video cable. Referral to laboratory for repair is required. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.) No/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), use error . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.